Event description:
It was reported that the t:slim x2 pump battery would not charge. Despite the charging issue, there was no adverse impact on the customer's blood glucose level, and the pump did not shut down or become unable to turn back on. Initially, the customer was advised to try charging the pump using a different outlet for at least 30 minutes, but the issue persisted. The problem was later determined to be with the charging cable, not the adapter. The customer successfully resolved the issue by using a non-tandem charging cable, and a replacement tandem cable was sent via two-day shipping.